Event description:
It was reported that the customer's healthcare provider found random 12 unit boluses during the night and sometimes during the day. It was stated the customer was having low blood glucose after and was getting the insulin. Customer was taken off the insulin pump for at least a month or more. It was advised that there is a report that will show button pushes and it would be rare for the insulin pump to deliver a bolus on its own. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.